Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 345. Service evaluation verified system error 345. The cause was identified to be a failed upstream sensor. The failed upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.